Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. In addition, no log files were received. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a premature ventricular contraction (pvc) ablation procedure, contact force was lost and the button on the tactisys turned red. The tactisys was replaced but the issue persisted. The catheter was exchanged and the issue resolved and the procedure was able to be completed with no adverse patient consequences. A prolonged procedure occurred due to this issue.